Event description:
Initial reporter indicated that the patient was having an increase in seizures that were above their pre-vns baseline. It was reported, the pt was having increased stress and this may be contributing to the increase in seizures. His medications had been pretty stable and unchanged until he started having about 20 seizures a day where as he previously had about 11 per day. The patient's medication was increased and his vns therapy settings titrated. All diagnostics have been within normal limits.